Manufacturer narrative:
The device was received with no header. Four wires about 1/8 inch long were protruding from the feedthru; it was noted that when a header becomes loose during implant, the wires break off closer to the header and would be shorter than what was observed. Medical adhesive was visible, indicating a former bond between the device header and case. Evidence suggests the damage occurred during explant. The interrogated battery voltage was 2.60 volts, at middle of life 2 (mol2) battery status. No electrical testing could be performed due to the severed header. Although evidence indicates external stress may have been a factor in causing the header to become separated, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. No failures of this type have been observed since implementation of the enhancement. This issue is discussed in the product performance report.

Event description:
Crm received information that the patient with this implantable cardioverter defibrillator (ICD) expired in 2003. The cause of death was not reported, and there were no allegations against this device. The explanted device was returned from the funeral home to crm five years post-explant.